Event description:
Information received from the field notes that during a follow-up, although initial interrogation found normal operation, a subsequent interrogation revealed vvi reset. The device was reprogrammed to ddd mode but reverted to vvi mode after testing. The device was again reprogrammed to ddd normal operation, but three weeks post follow-up, the device was found in vvi reset mode and replaced. The patient was not pacemaker dependent.